Event description:
Clinical study. It was reported 1400 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, that the patient presented to the hospital with chest pain and dyspnea that required subsequent reintervention. The index procedure treated the 80% stenosed 3.0x10mm target lesion located in the 1st obtuse marginal (ob) branch. Treatment consisted of pre-dilation and the placement of a 3.0x12mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1400 days following the index procedure, the patient presented to the hospital with chest pain and dyspnea that was described as similar to a prior anginal pattern. A nuclear stress test was performed on day 1350 with results showing: myocardial perfusion images: no evidence for transient left ventricular cavity dilatation with stress; wall motion: global hypokinesis mild; wall thickening: normal; abnormal perfusion; lvef: 49%; on day 1400 cardiac catheterization showed: lmca, lda and left circumflex: no angiographic abnormalities or stenosis; first marginal: (proximal) complex 90% stenosis; rca (proximal): complex 100% stenosis; collaterals: from dep2 to rca; lvef: 65%. Stenting of the 1st marginal was recommended. On day 1402, the patient underwent a successful pci which revealed a 95% stenosis with timi 3 flow in the 1st ob marginal. The patient was treated with balloon angioplasty and placement of a unknown taxus express2 stent with a post-treatment residual stenosis of 0%. On day 1400, the angio core lab report indicated an 8.81% diameter stenosis of the 1st ob marginal, no thrombus, and timi flow 3, with the comment "study stent patent - severe stenosis present just distal to study stent." The angio core lab report on day 1402 indicated a 9.09% diameter stenosis of the 1st ob with no thrombus and timi flow 3, with the comment, "study stent patent."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.